Event description:
It was reported to conmed that, "clips failed from the jaws and don't stay on tissue. " it was also reported that there was no patient injury.

Manufacturer narrative:
This report is being submitted due to a sentinel event reported on medwatches 1320894-2013-00034, and, 1320894-2013-00035. The device has been returned; however, the investigation has not commenced to date. When a quality engineering investigation of the reported incident is completed, a supplemental report will be submitted.

Manufacturer narrative:
The reflex® elc 530 laparoscopic clip applier is an endoscopic clip applier having application in a variety of laparoscopic procedures to ligate vessels and other small tissue structures. One (1) 530 clip applier was returned for evaluation. The clip stop was bent and there were eleven (11) clips remaining in the cartridge out of the original twenty (20) clips. The jaw width was measured using a calibrated pin gage and was measured above device specification. However, all of the clips loaded into the jaws, formed, and released properly with no issue. There was no observation of the clips loose in the jaws or falling out. The clips were then brought to the manufacturing floor and evaluated by an operator. All clip eye gap measurements were less than the required 0.0055 inch and all clips passed through the go-no-go gage. In addition, all clips passed visual inspection for poor closure and scissoring. Therefore, this complaint was not confirmed because the reported complaint failure was not reproduced. To mitigate this issue, each device is verified in manufacturing to function properly before release. This is done by firing and inspecting four (4) clips from every device. The first clip is inspected for poor closure and scissoring. The second clip is fired and dropped through a go/no go gage and eye gap is measured under the vision system. The cartridge is then rotated 90° and the third clip is quickly fired. The device is tapped to check that the fourth clip is held in place. The fourth clip is checked for eye gap with the go/no go gage. The 20 clips in the cartridge are checked for "double stack" and "piggy-backed" clips. In addition, the last device manufactured from each shift undergoes a full fire test. The device must fire 20 clips with no more than 2 misfeeds, the device must lock out after firing the 20th clip, and must have no other defect that prevents the device from firing 20 clips. A review of the manufacturing documents from the DHR/lhr for lot 1311121 has verified the devices were produced and released according to the current and approved procedures and material specifications. Proper manufacturing procedures including testing and inspections were performed during manufacture to prevent non-conformances regarding the product's identity, quality, safety, effectiveness and performance. A potential scenario regarding the bent clip stop is the jaws were temporarily widened, allowing the clip stop to become lodged in a jaw slot, resulting in the clip stop being deformed when the jaws were actuated. Potential failure modes for this scenario are 1.) A clip was inadvertently fired over a previously applied clip, or 2.) The jaws were used to manipulate tissue during use. The reported failure could not be reproduced during laboratory evaluation of the complaint device. The complaint investigation has not identified any manufacturing defects; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed.